Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. Details of surgery: sinus perforation. On (B)(6) 2017, non-osseointegration was verified. Patient presented with bone type IV, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity and hypersensitivity. No further patient complications were reported.